Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing were observed. Lead dislodgement was revealed in-clinic. It was noted that the patient did not follow discharge instructions, which may have lead to the dislodgement. The lead was successfully repositioned. The patient was doing well post-procedure, and will continue to be monitored.